Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2020. Approximately 1 year and 2 months after the initial procedure the patient had a right knee revision on (B)(6) 2021. The patient has suffered the following injuries and complications: pain, stiffness, discomfort and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Correction: upon investigation this has been discovered to be a duplicate case, all new/additional information will be appropriately processed and reported under MFR# 1038671-2021-00413.